Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Due to the patient's age and condition, the physician opted to surgically abandon the leads instead of explanting them. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported.